Event description:
The physician ordered a foley catheter insertion for a pt in the emergency department. The pt had a known latex allergy. In preparing for the procedure, the rn was reviewing the package labeling. However, the female cath kit label does not specify whether there is or is not latex in the products in the kit. The rn and physician both reviewed the packaging. There was no indication of whether latex was present or not. The rn called central stores, but the box in which this product is shipped did not specify the desired information either. The nurse and physician obtained another device that is labeled as 'latex free' to use on the pt. The nursing and physician staff feel that the product label should indicate whether latex is or is not present. The manufacturer was contacted and indicated that they would share this suggestion with their marketing department. Per the manufacturer, this device, the bard female cath kit with gloves and swabs is latex free. The manufacturer was informed via telephone this month. Per the field assurance staff member, the manufacturer's marketing department would be notified of the staff's suggestion to include whether or not the product contains latex on their device label.